Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Block h10: the advanix-naviflex stent and delivery system were received for analysis. Visual examination of the returned device found the guide catheter detached and damaged, the stent kinked, the stent barb torn and bent, the suture broken, and the stent suture hole and the push catheter suture hole torn. No other damages were noted to the stent and the delivery system. The reported event of guide catheter break was confirmed. Taking all available information into consideration, the investigation concluded that the reported event and observed damages were likely due to factors encountered during the procedure. It is possible that tortuosity encountered during the procedure and/or the excessive force applied to pull the device, limited the performance of the device and contributed to the reported event and observed damages. Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label.

Event description:
It was reported to boston scientific corporation that an advanix-naviflex biliary stent was to be used in the bile duct to treat stones during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the guide catheter separated from the push catheter when the delivery system was pulled. The detached guide catheter was removed from the patient using forceps. Another advanix-naviflex biliary stent was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break.

Event description:
It was reported to boston scientific corporation that an advanix-naviflex biliary stent was to be used in the bile duct to treat stones during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the guide catheter separated from the push catheter when the delivery system was pulled. The detached guide catheter was removed from the patient using forceps. Another advanix-naviflex biliary stent was used to complete the procedure. There were no patient complications as a result of this event.